Event description:
Customer reported that battery was draining excessively. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up, and the case was closed by customer technical support.